Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with emergency medical services on (B)(6) 2019 for one and half months due to high and low blood glucose level. It was reported that the reservoir locks into the pump at a 20 degree angle mention of an angled piston but the retainer ring was broken. The customer's current blood glucose was unknown. The customer alleged that the device insulin pump had a broken retainer ring. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Event description:
Customer reported on june 30, 2021 that his paradigm insulin pump has the broken retainer ring and should have been recalled along with the ngp insulin pumps since the device quit on him and led to him being hospitalized for 1 and 1/2 months and then being in a nursing home for another 3 months. Customer alleged over delivery and stated that the reservoir locks into the insulin pump at a 20 degree angle/mention of an angled piston but he felt that the retainer ring was broken. Customer said the retainer ring came off causing the piston not to deliver the insulin correctly. Customer said prior to the hospitalization (B)(6) 2021 notified date used since customer declined to provide date), he had both unexplained low and high blood glucoses 1.5 years ago (incident date (B)(6) 2019 since it is 1.5 years before june 30, 2021 that resulted in multiple emergency medical service calls to his home.